Event description:
Additional information received from a manufacturer representative reported that the lead was removed because the physician was concerned about the placement of the lead. Their implantable neurostimulator (ins) had both ports plugged at the time of the report. They wanted MRI guidelines for an ins only system. Additional information indicated that the patient had not been getting good coverage prior to the removal of the leads. The ins was removed so the patient could have an MRI.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the company representative (rep) on (B)(6) 2016 stating that after the leads had been removed 3 weeks prior, the surgical lead placement was planned and aborted because the doctor saw clear fluid surrounding the cord. The fluid was being tested for cerebrospinal fluid (csf), but the final results were not yet known.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
A company representative (rep) reported on june 9th 2016 stating that there was a lead issue. At the time of report, the patient's implantable neurostimulator (ins) had one lead in it and one port plugged. One lead was removed, and the remaining lead was cut off about 1 cm from the header. The intent was to place a surgical lead that day, but the doctor thought the patient needs to heal still and they were leaving the ins in to allow for healing from a cerebrospinal fluid (csf) leak. Another rep was aware of the lead removal and csf leak issues when they occurred about 3 weeks prior. The doctor wanted to do a magnetic resonance imaging (MRI) prior to putting in another lead to get a better view of the spinal cord. The MRI was due to a problem with the device or therapy. They were going to put 2 plugs in the ins. The indications for use were non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.